Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, ventilator's volume was high, and the device failed a test step. The device's machine flow sensor was replaced to address the issue.